Manufacturer narrative:
The field technician inspected the bed and could not duplicate the alleged malfunction. No problem found with the bed.

Event description:
The account alleged the head of the bed jerks as it is being raised and will rise by itself.